Manufacturer narrative:
The reported event of oversensing of noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
Additional information received indicated the patient was asymptomatic.

Manufacturer narrative:
Implant and explant information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-35471. It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was over-sensing noise which was also detected on the ventricular channel of the pacemaker (pm). Both the pm and rv lead were explanted and replaced. The patient was stable throughout the procedure. Further information was requested but not received.